Event description:
Consumer claims to have been pierced at a retail vendor on 11/29/00. After being pierced the consumer was going to get up from chair and fainted to the floor. Consumer had a cut on the forehead and four chipped teeth. Consumer sought medical attention at hosp for stitches to forhead, and is having teeth fixed.